Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer did not have back up insulin therapy and declined follow up by tandem technical support.